Event description:
The customer reported multiple discrepant results for the alinity m resp-4-plex amp kit since 2022. Customer systematically retests all results greater than or equal to 35 cn. The customer tests on alinity m sn (serial number) (B)(6) and then performs a second on sn (B)(6) to evaluate reproducibility and precision. Several samples show discrepant results (positive vs. Negative). Customer also reported the same when they run the samples on sn (B)(6) they are repeated on sn (B)(6). The customer confirmed that the second result is always reported outside of the laboratory. No specific sid run data is known. No adverse impact to patient management was reported. When speaking with the tas (technical application specialist), the customer reported that they do not vortex or centrifuge the samples before testing, which is required per package insert (53-608209).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. The customer has not provided specific sid run data at the time of this report. As the occurrence date is unknown, one MDR is being submitted per year since 2022 as the customer stated that this event has occurred since 2022. Therefore, the b3 date of event is defaulted to (B)(6) 2022. The following mdrs are being submitted as part of this event: 3005248192-2024-00088 (2023), 3005248192-2024-00089 (2024).

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. A majority of the samples detected positive for each analyte were near or above the cut-off set for each target. As all these samples were weak positives, the reproducibility of results cannot be 100%. These samples were fresh nasopharyngeal swabs and were not vortexed or centrifuged by the customer due to the buffer as it can cause foam in samples. Per alinity m package insert, prior to processing, vortex each specimen 3 times for 2 to 3 seconds. If needed, centrifuge specimens at 2000 g for 5 minutes before loading on the alinity m system. Specimens can be transferred into an alinity m transport tube or an alinity m aliquot tube before loading onto the alinity m system. Customer is not vortexing the samples before loading on alinity m system which is an off-label use. Quality data review: CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) was performed. A keyword search was performed for part 09n79 to identify any existing internal quality records which could result in the reported complaint during production or internal use as the ticket did not allege a specific lot. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for part 09n79. Complaint history review: as the ticket did not allege a specific lot, the investigation was expanded to include a part and keyword specific complaint history review for part 09n79. A trend violation was not identified, and the upper control limit was not exceeded for part 09n79. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency was not identified for alinity m resp-4-plex amp kit (list 09n79-090).

Manufacturer narrative:
07/02/2024 additional information: added gtin (B)(4).